Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6) investigation results: summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the needles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter, identified as epoxy resin, was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter on the needles with the incident lot was observed. Root cause: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a biologist observed foreign matter ¿particulars¿ on a bd vacutainer¿ precisionglide¿ multiple sample needle prior to use. There was no report of exposure, serious injury or medical intervention.